Event description:
The customer reported getting a "no shock delivered" message when they believed the shock was delivered. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported getting a "no shock delivered" message when they believed the shock was delivered. There was no report of negative pt impact. The device was sent to philips for evaluation. The device passed all testing. Review of the electronic event summary shows "shock aborted" messages consistent with the pt impedance being out of range for the delivery of therapy. The device autodisarms in order not to deliver energy under this condition. The mrx IFU describes "no shock delivered" messaging and ways to troubleshoot for this message. The device passed all testing and was returned to the customer. The device was behaving as designed. The event summary showed messaging consistent with an impedance issue. There was no malfunction of the device.